Event description:
It was reported that im reamers broke during use.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Correction - please refer to h6 clinical code, h6 health impact code. The reported event could be confirmed, since the device returned and matches the reported failure mode. The device inspection revealed the following: the im reamer was received in a dilapidated state with the spiral in an unwounded state at multiple locations. It is evident that the reamer was rotated in a counterclockwise direction. The spiral was also found to be broken from the point where it is welded with the adapter. The adapter was not returned for a complete analysis. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing, or design-related problems were found during the investigation. Based on the above investigation the root cause was attributed to user related. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that im reamers broke during use.